Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, broken shell, missing piece of the shell and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify opening striated in the anterior side, broken striated in the anterior and missing piece of the shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior due to surgical damage. A striated edge broken on anterior due to surgical damage. Missing piece of the shell due to inconclusive.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.